Event description:
The customer stated that the insulin pump was alarming low battery after inserting new batteries. The customer also stated that the insulin pump was shutting off on its own without any warning. The customer stated that her blood glucose reading went up to 500 mg/dl due to the insulin pump shutting off. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery cap contact. Moisture traces were found at the battery tube. The insulin pump was tested with a different battery cap and all currents were recorded within specifications.